Event description:
It was reported that the patient was referred for prophylactic replacement. Clinic notes were received and indicated that the patient has had several seizures since her last visit and she feels her vns is no longer working. She thinks that the wire is disconnected or the battery may be dead. It is noted she is also out of medications. Notes state that her vns settings were not adjusted but her battery was low. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
Prior to generator replacement the patient's device showed high impedance. It was noted that the patient had trauma in the chest area as the patient noted she was sleeping with her child and the child kicked her in the chest. She said she felt the generator move from parallel to perpendicular in her chest. The surgeon tried cleaning the pin of the lead and re-inserting it into the new generator; however, the impedance was still over 9k ohms so a full revision was performed. The representative also noted that the lead was broken. The explanted devices are not available for return.